Event description:
It was reported that the device overheated at the user facility. No additional info was provided by the user facility.

Manufacturer narrative:
Internal components were evaluated which revealed that the rotor was damaged.